Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 2/26/2021. Section h3: device returned to manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was explanted from patient's right eye due to multifocal lens intolerance. At day one post-implant the patient was not happy with vision. The lens was exchanged with wound revision, and the replacement lens is a za9003 23.5 diopter lens. Post-exchange the patient stated colors are much brighter, vision is blurry but better day one post-op. There was no patient injury, no incision enlargement, or vitrectomy, nor sutures required. The patient went back to referring doctor for follow-up care. No other post-op data to report. No further information provided.